Event description:
Implants silicone 2000. First symptom migraines, then over the years health declined. Weak immune system, flu like symptoms, fatigue, insomnia, night sweats, enlarged lymph nodes, early menopause. Over the years migraines progressed to 12 per month. Explanted (B)(6) 2018.